Manufacturer narrative:
Unit passed the rewind test, basic occlusion test, and displacement test. Unit was unable to prime at (B)(6) lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. No motor error alarm noted. Motor passed motor test. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 6 times. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.